Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center in (B)(6), it was found the fixed screw for endoscope was fallen off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined, however based upon the information from the olympus korea, there was the possibility that this phenomenon was attributed to the applying the excessive external force to the fixed screw for endoscope by the user handling. If additional information becomes available, this report will be supplemented.